Event description:
It was reported that the tubing separated from the y site during the priming of an access administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the y-connector was observed to be separated from the tubing of the device. Inspection of the junction showed that the tubing was under inserted into the y-connector. This device is assembled by hand. Personnel have been retrained and the assembly specifications have been updated. Should additional relevant information become available, a supplemental report will be submitted.